Manufacturer narrative:
The technician found the mechlok assembly was broken. He replaced the mechlok assembly to repair the bed.

Event description:
Info received indicates the head section will not lower.